Event description:
During a carotid artery intervention of a lesion in the internal carotid artery, the precise (9x40mm) stent jumped forward when it was positioned and was deployed, but the distal portion of the vessel was occluded. Spasm occurred distal to the stent, but the procedure continued. Another precise (9x30mm) stent was additionally placed to cover the whole lesion. After two stents were placed, blood pressure was declined, flow was slowed and hemiplegia on left side appeared. The patient was carefully observed for about 30 minutes, and the spasm, blood flow and hemiplegia were improved. The vessel had mild tortuosity and approximately 80% stenosis. The angioguard and precise were in the patient at the time of the event, but the physician commented that the cause of the spasm, blood pressure decline and slow flow was unknown, through he did not deny the possibility that the jumping of the stent or the angioguard filter could not catch debris. The angioguard was added to the complaint. Additionally, the affiliate indicated that the patient continue to have hemiplegia, therefore, both products issues were updated accordingly.

Manufacturer narrative:
The distal part of the vessel was occluded due to the stent jumping forward, and this caused the spasm, low blood pressure, and the patient developed the ischemia. The angioguard was in place at the time of the event, but there was no defect on the angioguard. There were no issues noted during delivery or detachment of the angioguard. All the products were prep per (IFU) instruction for use, and no damages were observed during prep. There were no problems encountered advancing, tracking with the devices. Constant fluoroscopy was performed during stent detachment, and all the IFU guidelines were strictly followed to detach the stent. The slack was removed during deployment/detachment from the delivery system. The current patient condition is stable, but hemiplegia still remains. This is one of three products used during the same procedure on the same patient, which is associated with mfg report # 9616099-2008-00846, 1016427-2008-00097. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.